Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button and minor scratched lcd window. Unit received with partial display missing due to cracked and bleeding lcd glass. Unit received with moisture damage on electronics assembly and motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack in display. The customer¿s blood glucose level was 16 mmol/l. The insulin pump will be returned for analysis.